Event description:
The facility representative reported an infuso.r. Pump with a condition of 'something loose inside while doing a gravity check.' This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of something loose inside while doing a gravity check involving an infuso.r. Pump was confirmed but not reproduced during sample evaluation. The assignable cause was determined to be a damaged syringe end block. The syringe end block was replaced to fix the reported condition.